Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient could not communicate with their ins with either the patient programmer or recharger. The patient stated they had right knee surgery and they were unable to keep up with charging session maintenance. The rep attempted to use an antenna locate (al) and facilitated a trickle charge. This was unsuccessful. The trickle charge was initiated for 60 minutes and no communication was established. The patient agreed to attempt 5 more times. The issue was not yet resolved, and the rep was going to attempt a trickle charge twice more to determine if the ins would come around. Additional information was received from a manufacturer's representative (rep). It was reported the device was over-discharged. The patient did not know when they last charged the device. The device was not able to be recovered and the patient was going to proceed with battery replacement. No further complications were reported.